Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device said it delivered a shock at 360 joules, however there was no electricity to the patient. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.